Manufacturer narrative:
(B)(4): analysis results were not available at time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt felt the paresthesia but was not receiving relief from pain at all. The physician performed a magnetic stimulation session and during the session no paresthesia was felt. After the magnetic stimulation, an x-ray was performed to check the systems integrity but nothing was detected. Because telemetry was okay, it was decided to explant the sys to perform other diagnostic analysis (such as MRI). At explanation however, the physician found the extension cut at the implantable neuro stimulator (ins) to extension connection site. For the moment, the physician will perform other exploration (MRI and other) in order to determine why the pain was not relieved by pain stimulation anymore. The pt is being treated with oral medication.